Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed errors that indicate a connection issue between the electrode pads and the patients skin. However, this could not be firmly established as the electrode pads were not returned as part of this investigation. Additionally, the log showed that the device was in the "lead ii" view through most of the case. Once the user changed to the "pads" view the ECG signal was displayed. Analysis of reports of this type has not identified an increase in trend.